Event description:
It was reported by an attorney that the patient underwent gynecological procedures on (B)(6) 2010 and mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to pop and sui. It was reported that following insertion the patient experienced extrusion, urinary problems, infection, recurrence, dyspareunia and vaginal scarring. It was reported that the patient underwent excision of mesh on (B)(6) 2011 due to exposed mesh. It was reported that the patient underwent revision of mesh (anterior transvaginal & posterior vaginal wall mesh) on (B)(6) 2012 due to exposure of mesh.

Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and a mesh was implanted concurrently with colpopexy and cystoscopy due to cystocele and rectocele.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.